Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the device failed to power on. The device's interface board was replaced to address the issue.